Event description:
The patient was undergoing a coil embolization procedure using a pod packing coil (packing coil). During the procedure, the physician attempted to retract the packing coil; however, it could not be pulled back, and the coil became damaged. It was reported that part of the packing coil was left in the patient's body. No additional information was provided. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #1 MFR report: 1. Section b. Box 1. Adverse event and/or product problem. 2. Section b. Box 2. Outcomes attributed to adverse event. 3. Section h. Box 1. Type of reportable event. 4. Section h. Box 6. Health effect impact code 1.